Manufacturer narrative:
Date of postoperative plate breakage is unknown. (B)(4). The exact date of the implant procedure is unknown, but reportedly occurred three (3) to four (4) weeks prior to the revision procedure. The complainant parts are not expected to be returned for manufacturer review/evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a 95 degree condylar plate approximately three (3) to four (4) weeks ago. Against doctor's orders, the patient began weight bearing on an unknown date. A visit to the emergency room on (B)(6) 2015 confirmed that the plate had broken mid-shaft at an empty screw hole. A revision surgery was scheduled for (B)(6) 2015. During the procedure, the broken plate and nine (9) to ten (10) intact cortex screws were removed without difficulty. It was noted that not every screw hole contained a screw. A new 95 degree condylar plate was implanted using the original cortex screws to affix this new plate. The procedure went smoothly and the patient status/outcome was noted as "great". No reported time delay was indicated. The surgery was successfully completed. This report is 1 of 1 for (B)(4).